Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, endophthalmitis occurred in an patient's eye that had a company lens,intraocular washout was performed. Lens still remains in the patient's eye. Additional information has been received states vitrectomy and vitreous irrigation were performed, far vision has decreased from 1.0 before endophthalmitis to 0.3 at present.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The sterilisation reports were reviewed and there were no issues with the sterilisation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).